Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A tech reports unintentionally hitting the wrong button during surgery, which stopped the procedure at 79%. The procedure was not completed, and the pt is reported as doing fine. No alleged system malfunction and no injury reported.